Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00017. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached a pod packing coil in the target vessel through a non-penumbra microcatheter. The physician then attempted to advance two ruby coils through the same microcatheter; however, resistance was experienced and both ruby coils were removed. The procedure was completed using a new ruby coil and the same non-penumbra microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain continuous flush. There was no report of an adverse effect to the patient.